Event description:
A historically ab positive patient typed as an a positive on the abs2000. The patient was transfused with 3 units of a positive rbc's. Repeat typing using the same sample and got a ntd result (not type determined).

Manufacturer narrative:
Results files from the instrument show 49% negative and 45% weak positive with anti-b and 100% medium positive with b cells in reverse grouping on initial run. Repeat with the same sample shows 51% negative and 47% weak positive with anti-b and 87% negative and 13% weak positive with b cells. Two returned patient samples from the same patient were tested on an in-house abs2000. Sample a exhibited well failures in all wells due to lack of plasma and sample b gave ntd results. The samples were post-transfusion specimens. The samples were also tested using manual tube method with the same reagents that were used on the abs2000. The samples typed as ab with mixed-field with anti-b reagent. Sample b reverse typed as ab matching the forward type. The abs2000 operator's guide states "certain sample factors have a high likelihood of causing instrument ntd abo or d interpretations. These include serological factors due to the inheritance of weakly expressed gene products, by certain diseases (such as leukemia), through transfusion or transplantation of abo/rh different blood cells, or due to the patient's age."